Manufacturer narrative:
(B)(4). Corrections: section d4: lot#, sn# left blank as the device details were not provided by the healthcare facility. Method: the subject 900rd009 neopuff supply line was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested with a test rd900aeu neopuff infant resuscitator. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject 900rd009 neopuff supply line found that the tubing part at the connection point of the adaptor connector was found torn. Performance testing of the subject 900rd009 neopuff supply line confirmed that the pressure did not reach 20cmh2o on the test rd900aeu neopuff infant resuscitator, and a leak was heard from the cracked tubing, confirming the reported fault. It was also reported that the customer used a hydrogen peroxide-based solution to clean the subject tubing. Conclusion: f&p's investigation was unable to determine the exact cause of the reported event. The neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the rd900 neopuff infant resuscitator. The rd900 neopuff infant resuscitator user instructions state that the "neopuff and gas supply line should be cleaned using a damp cloth and mild soapy water or isopropyl alcohol." The neopuff infant resuscitator user instructions also provides the following warning: - "the neopuff must only be used after checking that correct pressure will be delivered to the baby.".

Event description:
A healthcare facility in canada reported on behalf of another healthcare facility via a fisher & paykel healthcare (f&p) field representative the while performing manual ventilation on a patient during an apneic episode, hospital staff discovered a crack in the tubing seam of the 900rd009 neopuff supply line, causing flow to leak. The healthcare facility confirmed that no serious harm occurred.

Manufacturer narrative:
(B)(4). The subject 900rd009 neopuff gas supply line is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported on behalf of another healthcare facility via a fisher & paykel healthcare (f&p) field representative the while performing manual ventilation on a patient during an apneic episode, hospital staff discovered a crack in the tubing seam of the 900rd009 neopuff supply line, causing flow to leak. The healthcare facility confirmed that no serious harm occurred.